Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-02132. It was reported that the patient presented via remote transmission. Upon review, it was revealed that the patient received a battery performance alert on (B)(6) 2020. Upon interrogation of the device prior to procedure, the physician tested the integrity of the patient's right ventricular lead. Initial testing through the device, thresholds and impedance, indicated that the lead was functioning properly. During procedure, fluoroscopy was used and identified a breach of insulation by an internal wire between the first and second coils. The right ventricular lead was capped and replaced. Also, following the battery performance alert (bpa) advisory, the device was explanted. The patient was stable post procedure.